Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) pim physically damaged and broken. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Corrected fields: h6 (medical device problem code). Additional point of contact: name: (B)(6). Email ID: (B)(6). Phone number: (B)(6). A getinge field service engineer evaluated during routine pm, found catheter extender holder physical broken off of the pim assembly. Due to pim assembly being on back border with no eta, replaced catheter extender holder directly (non-inventory part). Tested, unit passed all functional and safety test per factory specifications, returned to customer and cleared for clinical use. Check list completed on pm. There was no patient involvement.